Event description:
It was reported that during an arthroscopic hand surgery the device jammed during resection in the patient. The device could not be used afterwards. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-7300rbe serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the inner hub is stuck inside the outer hub, preventing the inner and outer shafts from moving freely. This is most likely due to excessive force during use. Directions for use (dfu) f. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. Functional testing was not performed as the device hub was damaged. The most likely reason for the reported failure is user error, specifically applying excessive force on the device during use.